Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during the inspection, the local staff noticed that technical event 231008 occurred when the breathing circuit hose was disconnected from the c1. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during the inspection, the local staff noticed that technical event (B)(4) occurred when the breathing circuit hose was disconnected from the c1. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).